Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 4.5 cm to 4.6 cm from the connector pin consistent with lead friction to device can. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 6.2 cm to 6.6 cm from the distal tip consistent with friction to another device or feature of the heart. This is consistent with the observation from the field of noise.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead. The patient was asymptomatic to the noise. The lead was explanted and replaced. The patient was stable throughout.